Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were connected the shock lead impedance was greater than 125 ohms, with a low sensing amplitude but normal pacing impedance. The lead was disconnected and reconnected to the header, and again, the shock lead impedance was greater than 125 ohms. The lead was then removed from the header and reconnected a third time, and this yielded a shock lead impedance of 69 ohms and the r-wave measured 8 mv. Boston scientific technical services (ts) discussed a potential connection issue on the first attempts, and the field representative noted that was what was suspected as well. No adverse patient effects were reported. The system remains in service.